Event description:
It was reported that the patient presented with suspected symptoms of infection in the scrotum with his inflatable penile prosthesis. It was observed that tissue was adhering to the pump, but no purulence was observed. The patient underwent surgery, the device was removed, a wash out was performed and a new prosthesis was implanted. Cultures were sent for analysis. There were no further patient complications.